Event description:
Litigation alleges that patient developed severe pain and swelling in her right hip. She also experienced some loosening of her right hip components. During her revision surgery, a tissue sample was diagnosed as synovium and fibroadipose tissue with scattered hemosiderin laden macrophages, focal mild chronic inflammation, vascular proliferation, and fibrosis. There was also noted to be focally necrotic synovium with histiocytes and chronic inflammation.

Manufacturer narrative:
Update - (B)(4) 2012 - patient's medical records were received from legal and are available on an external hard drive. Part/lot information was identified. Patient height (B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.